Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the event occurred in the cath lab. Prior to insertion, the physician vacuumed the intra-aortic balloon (iab) inside of the tray tightly and removed it horizontally from the tray; however, the iab loosened while the procedure was in progress. He could not advance the iab because of the unwrapping and so he opened another kit and inserted the iab successfully. He used the left femoral artery for both insertions. There were no reported pt injuries, complications or death. The pt outcome is noted as fine. Add'l info received on (B)(4) 2011 from the distributor indicated the md used a teflon sheath. He removed the sheath and catheter together and then made a second successful insertion.